Event description:
Note: this report pertains to one of six devices that were used during the same procedure. Refer to associated manufacturer report numbers 3005099803-2009-0449, 3005099803-2009-0453, 3005099803-2009-0467, 3005099803-2009-0466, and 3005099803-2009-0463 for reports on the other devices. It was reported to boston scientific corporation in 2007 that six boston scientific devices were used during a procedure the same day (male patient; age and weight are unknown). According to the complainant, a hydratome was advanced into the cbd at which time contrast was injected. The device was withdrawn over the guidewire. The guidewire was exchanged to a jag precursor guidewire. An attempt was made to advance a wallstent into the right bifurcation, however, this was unsuccessful. The device was removed. A dilatation was performed with a hurricane rx balloon catheter utilizing a breeze inflation device. A second dilatation was performed with a larger hurricane balloon. Following the dilatation, the wallstent was placed. According to the physician, everything went very well.

Manufacturer narrative:
Five minutes following the procedure, the patient arrested and expired from a pulmonary embolus. The complainant stated that there were no complications with any of the devices nor was the death related to the devices. Death/expired other (no product problem noted) the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device is not available for return. Therefore, a device evaluation cannot be performed.